Event description:
It was reported that the lead exhibited elevated thresholds for months. An attempt to implant a sense/pace lead was unsuccessful due to continued oversensing. The oversensing ceased when the lead was explanted.

Manufacturer narrative:
Na